Event description:
It was reported that the procedure was to treat a lesion in the mid circumflex artery with mild calcification. Pre-dilatation was performed with a trek balloon, and an attempt was made to advance the multi link 8; however, the device could not cross the lesion. Further dilatation was performed with the trek, and another attempt was made to advance the multi link 8, but the device was unable to cross the lesion. During removal, resistance was noted with the anatomy, and it was observed that the proximal stent struts were flared. The procedure was completed with a non-abbott stent, and post-dilatation. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned product found blood visible in the guide wire lumen and on the balloon and contrast in the inflation lumen, consistent with preparation and the stent delivery system (sds) advanced into the patient anatomy. The stent implant was stationary on the tightly folded balloon between the markers. There were stretched struts in the first and second rows of the proximal end of the stent implant, confirming the reported stent damage. There were multiple bends through out the entire length of the hypotube. Since this damage was not reported in the incident information, the bends may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The tip length and stent outer diameters were measured and met manufacturing criteria. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The patient anatomy was mildly calcified, which likely contributed to the reported difficulties. Additionally, it was reported the multi-link 8 sds was re-inserted into the patient anatomy after the first failed attempt to cross which also may have contributed to the reported difficulties. It should be noted the mulit-link 8 instructions for use states: an unexpanded stent may be retracted into the guiding catheter one time only. Subsequent movement in and out through the distal end of the guiding catheter should not be performed, as the stent may be damaged when retracting the undeployed stent back into the guiding catheter. It is likely that the stent caught on the lesion/anatomy during retraction, damaging the struts and further contributing to the reported resistance as there was no damage noted to the stent prior to use which suggests a product deficiency did not contribute to the reported difficulties. To ensure this type of occurrence is not related to a potential manufacturing or product deficiency, all stent delivery systems are 100% visually inspected online for stent placement/security and dimensionally inspected to verify the crimped stent outer diameters. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there has been no other incidents reported for this lot. The reported difficulties appear to be related to the operational context of the procedure and there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: balance middleweight. Guide cath: ebu4 6fr. Sheath: 6fr short. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.